Event description:
The coagulation system was found to exhibit electromagnetic interference when used in the vicinity of high energy equipment (x-ray machines, diathermy machines and magnetic resonace imagers) and when pagers, cell phones and palm pilots are used within 7 feet of the coagulation system. This may lead to elevated pt results without user warning.